Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. Reportedly, the customer did not have any more pump supplies, and subsequently used the infusion set beyond labeling. Customer switched infusion sets and resumed insulin delivery to address bg level.